Event description:
It was reported that pump experienced malfunction event with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed that malfunction did not recur, and was advised pump could continue to be used while replacement pump under warranty was arranged and shipped; customer planned to rely on alternate insulin method if needed, was instructed to place problematic pump in storage mode and return it within 10 days using provided materials, and was informed that new pump would have updated software and would require reentry of pump settings and reconnection of continuous glucose monitor.